Event description:
The customer reported a suspected check valve failure. Details of the event were reported as follows: the customer hung a kphos secondary info and as soon as he opened the roller clamp it ran wide open with a noticeable increase in the amount of solution in the primary bag. There was no report of pt harm and medical intervention was not required. No additional pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer reported the set was discarded. The report of a check valve failure could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified.